Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 456 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 397 mg/dl. Customer blood glucose reading at the time of the incident was over 456 mg/dl. Customer high blood glucose reading started two weeks prior the complaint. Customer did not have symptoms of high blood glucose. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading with bolus. Customer drive support was normal. Customer found space in the tubing. Customer stated the cannula was not bent. Infusion set was changed in the morning. Customer reported bolus wizard was programmed inaccurately. Customer did not perform high pressure test. Products will not be returning for analysis.